Event description:
On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3115/8180812, tgt3420/8200698) using gore® introducer sheath (ts2230/lot number unknown) to treat a thoracic aortic aneurysm. When the introducer sheath was removed after the stent grafts were deployed, a dissection around the bifurcation area of the right iliac artery was revealed. A metal stent was implanted in a dissection area, and an angiography revealed that the dissection was repaired. Further adverse events including endoleaks were present to the patient, and the procedure was concluded. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 59mm, and endoleaks had not been revealed. On (B)(6) 2011, in six-month follow-up study, a type ii endoleak had been revealed. Aneurysm diameter was 59mm. On (B)(6) 2011, in one-year follow-up study, the type ii endoleak has persisted, but aneurysm diameter had shrunk to 53mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2012, in two-year follow-up study, it was revealed that aneurysm diameter had enlarged to 60mm with persistent type ii endoleak. The physician performed an angiography to initially plan to treat the type ii endoleak. However, it was determined based on the angiography result that endovascular treatment for the type ii endoleak was difficult to perform, and a wait-and-watch approach was continued to the type ii endoleak. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter was 59mm. It was unknown if endoleaks had been present.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.